Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Update 12 jun 2019. After review of the medical records for MDR reportability, there is no additional information that would change the existing MDR decisions. On (B)(6) 2014, the patient underwent a left knee arthroplasty due to osteoarthritis. The surgeon reported no intra-operative complications. On (B)(6) 2015, the patient underwent a left knee revision due to a loose femoral component at the cement to implant interface, pain, discomfort, instability, walking difficulty, and weakness. The surgeon reported no intra-operative complications. Revision is captured on (B)(4). On (B)(6) 2018, the patient underwent a left knee revision. The second revision operative notes were not available at the time of review. Revision is captured on (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5 mar 2019. After review of the medical records for MDR reportability, there is no additional information that would change the existing MDR decisions. On (B)(6) 2014, the patient underwent a left total knee arthroplasty due to osteoarthritis. On (B)(6) 2015, the patient underwent a left total knee revision due to a loose femoral component at the cement to implant interface, pain, discomfort, and walking difficulty. The tibial tray was noted to be well-fixed and removed. The surgeon reported the femoral component was retrieved and it was evident that cement did not adhere to any part of the backside of the implant. The bone quality was noted to be excellent with very minimal loss of bone. The patella was resurfaced and a patella component was implanted and cemented. Competitor cement was used. On (B)(6) 2018, the patient underwent a second revision with a poly insert exchange due to pain, discomfort, instability, and tightness. The surgeon noted the tibial and femoral components were oversized with no evidence of loosening, migration, or failure.